Event description:
During a transcatheter aortic valve replacement (tavi) procedure, a piece of the introducer detached upon removal and remained in the patient. During the external pacemaker placement, the introducer was used to place the pacel. The following day, when attempting to remove the devices, a portion of the introducer sheath remained in the artery. The patient was transferred to surgery to retrieve the detached portion via femoral access using the lasso system. Once the introducer was removed, the external pacemaker was no longer necessary.

Manufacturer narrative:
One 6f fast-cath introducer sheath tubing was received for evaluation. The distal section of the sheath tubing had been stretched, torn and detached from the sheath hub; the sheath hub and proximal section of the sheath tubing were not returned. The sheath tubing distal section had been twisted and stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported material separation remains unknown.